Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat an mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted reducing the mr to 1. During the patient discharge, echocardiogram revealed that the deployed clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr went back to 3-4 after slda. The patient had a second clip implanted on (B)(6) 2018 successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology; however, the reported patient effect of worsening mitral regurgitation (mr) was due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.